Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer turns itself off due to the power supply being out of electrical specification. (B)(4).

Event description:
It was reported that the programmer turns itself off after 5 minutes. The programmer has been returned. There was no patient involvement.